Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the mid-right coronary artery (rca). Pre-dilatation was performed with a 2.5mm device and a 3.0x38mm xience alpine drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3.00x12 mm nc balloon, after which a dissection was noted at the proximal edge of the stent. A 3.0x12mm xience alpine stent was used to cover the dissection with a timi iii flow to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.